Manufacturer narrative:
Correction: updating h6 to pacing problem.

Event description:
It was reported during in clinic follow up that the patient presented with arrythmia. It was found that the implantable cardioverter defibrillator was pacing asynchronously and displaying a behavior akin to inappropriate magnet response. The device was unable to be reprogrammed successfully. Instead, asynchronous pacing feature was disabled completely. The patient was stable following changes.